Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was implanted about 4 years ago and had been in good condition, so the stimulation was turned off for many years. Sudden leg cramps and numbness was felt from two months or more ago. It was confirmed that the remaining battery level was 100% for the controller and 30% for the implanted neurostimulator (ins). Stimulation was turned off, so it was induced to turn on, but the screen did not change, so a reset was performed. After that, it was switched to on, but the remaining battery level was zero (81). The ins was repeatedly charged, but it did not detect the device, and the recharger (rtm) cord was hotter than ever. The recharging process could not proceed, so the person in charge was informed that they would be contacted. The issue has not resolved. No new event information.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, g2. Foreign: japan medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.